Event description:
It was reported that the pump button was not working. There was no adverse impact to the customer¿s blood glucose level. Technical support replaced the pump and instructed the customer to place the pump on a charging pad, where the lights flashed, indicating it charged. A replacement pump with updated software was provided, and the customer was informed of available training. The customer acknowledged the instructions and agreed to return the problematic pump to tandem within 10 days using a pre-paid label.